Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. The customer¿s blood glucose level was 165 mg/dl. During troubleshooting with tandem technical support the customer ended the call abruptly and further information could not be gathered.